Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. Visual inspection noted the shaft of the instrument was found to be broken. Functionally, the instrument loaded, clamped, yet would not cycle due to sheared firing rack teeth damage. It was reported that the device did not fire, and its handle broke. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur in any of the following circumstances: first, firing over tissue that is beyond the recommended thickness range. Second, firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. Also, the broken collar and tube housing may occur due to over flexure of the reload while attached to the instrument. The manufacturing rec ords for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Product analysis #264094926:investigation completed by ennio bellia and entered by enos torres. Engineering evaluation one endogia ultra stapler, reorder code egiauxl, was received from post market vigilance (pmv) for further evaluation of broken rotation collar and disengaged tube housing. ¿ clinical egia ultra sample was received with the firing knob retracted; the rotation knob was disengaged (separated at the weld se am). The ¿channel, yoke¿ and the ¿cap, rear sulu release¿ were missing, part number pt00014416 and 1072585 respectively. ¿ a rotic sulu 030459 (not manufactured in ponce) was attached to the tube housing subassembly. ¿ instrument shows laser mark 3108-1; this marking translates to a unit manufactured on day 310 of year 2018 in ultra line 1, corresponding to november 06, 2018. ¿ the lot number p8k1757y for the affected unit matches bpcs records for laser mark 3108-1. This investigation will focus on the handle element and not the roticulating sulu. The sulu was removed without difficulties from the tube subassembly on the handle by pulling on the sulu release on the tube subassembly. No functional testing was performed due to disengaged components. Unit (handle) will be evaluated for the disengagement of the welded components because if the rotation knob become separated, as in this event, the shaft assembly may separate/disengage and may cause the ¿channel, yoke¿ and the ¿cap, rear sulu release¿ to become loose. Laser mark on unit confirms that affected unit passed all testing, including loading, unloading of reload and the articulation/rotation test during the manufacturing process; such tests would not pass automated functional tester without the ¿channel, yoke¿ or the ¿cap, rear sulu release¿. Sheared rack teeth suggest that unit was applied on thick tissue or obstruction. Controls pr-PMA-324 revision 257 in work instruction pr-PMA-324-004 [234] and qs00010424 [216] section 190 and 195 includes 100% manual verification of rotation knob and 100% automatic verification of articulation function. ¿ pr-PMA-324-020 [203] includes sample verification of weld strength of rotation knob. ¿ sampling plan for egiauxl: includes functional testing per characteristic fegiang to assure that the instruments operates as expec ted and ensures the integrity of the instrument during the articulation and firing. Trending toq, ncr and mor trending suggest no actionable items. Conclusion the instruments condition suggests when trying to manipulate the shaft (tube assembly)/handle excess force was applied to the instrument causing the knob to separate and the shaft to become loose, as observed in the instrument. Laser mark on unit confirms that affected unit passed all testing, including loading, unloading of reload and the articulation test during the manufacturing process; such tests would not pass automated functional tester without the ¿channel, yoke¿ or the ¿cap, rear sulu release¿. Sheared rack teeth suggest that unit was applied on thick tissue or obstruction. Information for use (IFU) of reorder code egiauxl (p/n: 1303567 and 1303568 current at the time affected lots were built) include specific instructions, cautions and precautions to avoid damage to the patient and to the instrument. Therefore, misuse is considered the potential root cause for this investigation. No CAPA required. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, the handle broke off and was not able to fire. It was noted that after loading the reload the colon was kept between jaws of the staplers and try to fire by squeezing the handle after pressing the green button. It did not fire and handle broken inside. A new handle was used to resolve the issue and complete the case. There was no patient injury.